Event description:
It was reported that the patient underwent a procedure for implant of artificial cervical disc at c6-c7. At 76 months post-op, the patient underwent additional surgery due to adjacent level problem. The artificial disc was removed and fusion procedure was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer.